Event description:
The device was used during an unknown procedure. Reportedly, after firing, th device would not open. The return knob was forced back which opened the device. No patient injury was reported.